Event description:
The user facility reported that a portion of the guidewire was damaged during a nephrostomy procedure. Reportedly, the entire device was retrieved, the original procedure was completed successfully and there was no impact to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The involved device has not yet been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information, a representative retained sample and quality records. Inspection and testing of the retained sample found no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based upon the limited information available, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval;" and "do not use the guide wire m with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
The involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coating had been separated from the core wire from the distal end to approximately 231-mm to the proximal end; and magnified inspection of the fractured end revealed that the outer layer had been stretched, with some abrasions on the segment adjacent to the fracture. Examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the device's polyurethane coating due to manipulation of the device against resistance during the procedure. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval;" and "do not use the guide wire m with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.